Event description:
Patient reported left side severe rupture and silicone migration requiring lymph node removal via MRI. Healthcare professional later reported "mastalgia, axillary lymphadenopathy, and axillary nodal siliconoma." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, and lymphadenopathy.

Event description:
Patient reported left side severe rupture and silicone migration requiring lymph node removal via MRI. Healthcare professional later reported "mastalgia, siliconoma, and axillary lymphadenopathy." Device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ silicone migration: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a5, h6.